Manufacturer narrative:
Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a0401 captures the reportable event of handle cannula break, pull wire break, and thumb ring break. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of absence of treatment. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, a stone was captured using a 3-cm basket. Upon trying to break the stone with an alliance handle, the handle cannula, pull wire and thumb ring broke. The wire was wrapped around hemostats in an attempt to pull on the wire to release the tip; however, it was unsuccessful. The scope was removed, the catheter was left in place, and the scope was reinserted up to the point where the stone was. Electrohydraulic lithotripsy (ehl) was used to try and fragment the stone enough to release the basket wire. The basket was removed after multiple ehl sessions. After attempts to remove the stone with snares and nets, the procedure was aborted, and the patient was referred for surgery to remove the stone. There were no patient complications as a result of this event.